Event description:
A keybounce malfunction caused a rate entry error when programming the alaris signature infusion pump. Clinical engineering was able to reproduce the keybounce error with this specific pump. Keys 4, 5, and 8 were very easy to reproduce the keybounce error. One press of the number key results in a double entry. For example: the number 4 key is pressed and 44 is entered.